Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received no delivery alarm after multiple set changes. The customer experienced high blood glucose of 500 mg/dl. The customer blood glucose was unknown at the time of the incident. Troubleshooting was performed. Customer declined troubleshooting for high blood glucose. The customer was advised that infusions set will be replaced. The insulin pump will not be returned for analysis.